Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusion: evaluation of the returned device revealed that the smart coil embolization coil had offset coil winds and gaps. If the introducer sheath is not properly seated inside the microcatheter hub prior to advancement, resistance may be experienced, and damage such as this may occur. The offset coil winds caused resistance when advancing the smart coils during functional analysis. The observed kinks were likely incidental and may have occurred during packaging for return. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an anterior communicating artery (acom) aneurysm using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil into a non-penumbra microcatheter, the physician experienced resistance and was unable to advance the smart coil into the hub of the catheter. The physician then attempted to pull the smart coil back into its introducer sheath; however, the coil would not re-sheath. Therefore, the smart coil was removed and the procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.